Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs ipg is moving and flipping in the pocket. As a result, the pt is unable to recharge the ipg. Surgical intervention has been scheduled to address the issue.